Manufacturer narrative:
One zirconia abutment was returned for inspection with a titanium screw. Visual inspection revealed moderate wear about the surface of the abutment. The threaded region and drive feature of the screw contained bone tissue. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium screws, it is recommended to torque at 20ncm. Complaint indicates abutment loosening. The alleged event is non-verifiable with the information provided. A root cause for the complaint could not be determined.

Manufacturer narrative:
This device is sold as a bundle with the zirconia abutment (zra451s) and retaining screw (ah20s).

Event description:
The doctor notes that the abutment (zra451s) had been loose and needed to be tightened multiple times.